Event description:
A false low advia centaur xp ft4 result was obtained for a patient sample. The result was questioned. Repeat testing was performed on the other advia centaur xp and an alternate method. The results were higher. There was no report of adverse health consequences due to the discordant ft4 result.

Manufacturer narrative:
A siemens field service engineer (fse ) was sent to the customer site for system inspection. The fse performed preventative maintenance and adjusted reagent probe 1. The fse performed a precision run using previous discrepant patient sample. The values for the patient sample were similar to the results obtained on the other advia centaur xp and the alternate method. No conclusion can be drawn. The instrument is performing within specification. No further evaluation of the device is required.